Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 140 units of insulin. Review of the pump data logs by tandem technical support confirmed the reported event. During a follow-up call on (B)(6) 2017, the customer confirmed receiving an accurate fill estimate after loading a new cartridge successfully, and that the insulin gauge was decreasing as expected. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for insulin therapy.